Event description:
Pt had surgery on (B)(6) 2011, for left inguinal hernia repair. First post-op appointment the surgical incision was "oozing pus and the inside stitch was coming out". Pt states he was in a lot of pain and there was redness around the site. (B)(6) months after surgery pt went to hosp complaining of a hole the size of a pen top where his incision was and had an infection. Workers comp attorney referred pt to another surgeon. Second surgery was held on (B)(6) 2012, part of mesh was removed. The mesh became wrapped around blood vessel, nerves and skin. Pt had to have a partial vasectomy and blood restored to his left testicle, where mesh had blocked the blood flow.